Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during the fill tubing process when attempting to press and hold to see drops, after which a guided dry run and a full supply change were performed and were successful; replacement infusion sets were arranged, and an inset lot number was provided while connector lot information was unknown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed resolution after supply change and successful dry run, consistent with an occlusion or setup-related interruption during fill tubing. It was concluded, based on previously established findings for similar reports, that user setup or supply-related factors were the likely cause.